Event description:
A malfunction on the pump was reported by the caller, with the malfunction code identified as malf 12. Despite this issue, there was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump but acknowledged multiple occurrences of the malfunction. As a resolution, technical support arranged to replace the pump, ensuring it included updated software. The customer agreed to use a backup insulin pump while the replacement was being processed. Technical support provided instructions for storing and returning the malfunctioning pump and advised on programming settings and connecting the customer's cgm to the new pump. The customer understood and acknowledged all instructions and resolutions provided.